Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving an unknown drug via an implantable pump. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp), a nurse, stated the patient came to their office and stated they wanted their pump filled. The hcp stated they were new to the practice. The hcp stated the pump reservoir had been empty for one year and the pump was alarming. The hcp stated that they wanted to stop the alarm. The manufacturer's technical services specialist (tss) discussed refilling or shutting the pump off.